Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having ongoing driveline fault alarms that the clinic was aware of. The patient was currently admitted to the hospital for sustained ventricular tachycardia with syncope requiring cardioversion and had driveline faults around the time of the incident. The patient had a few incidents after with no alarms. Log files were submitted for review and continued to capture the known driveline faults in phase a. The wire in phase a triggering the alarm did not appear to be completely fractured. The patient was a transfer patient, so the site was unable to provide if the patient had a history of arrhythmia prior to left ventricular assist device (lvad) placement, or if an implantable cardioverter-defibrillator (ICD) was placed prior to lvad placement. The patient was being medically managed, presently on carvedilol 3.125 mg and amiodarone 200 mg twice daily. On (B)(6) 2026, a request for percutaneous lead repair was made.